Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately in the past two years since (B)(6) 2020.

Event description:
It was reported that the patient was having difficulty charging ipg and was getting inadequate pain relief. The patient underwent an ipg replacement procedure and was getting full coverage postoperatively. The explanted ipg ws discarded.